Event description:
On b)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was 368 mg/dl then decreased to 27 mg/dl without signs or symptoms of hypoglycemia and hyperglycemia on an unspecified date. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The reporter stated the pump¿s basal rate setting was recently changed by the patient¿s healthcare provider. During troubleshooting, animas customer technical service found that the pump¿s programmed bolus settings were incorrect. It was reported the pump was calculating boluses correctly, there were no cancelled boluses in the pump¿s history, and the basal delivery totals in the total daily dose history matched the active basal program. This complaint is being reported because the alleged bg excursions were attributed to use-error. There was no indication or allegation of pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.